Event description:
The physician was treating an av fistula around a very tight angle. The guidewire was kinked and either during deployment or during removal of the delivery system, the tip detached at a tight angle. The physician was unsure if the thumbslide was locked per IFU. The tip was successfully retrieved using a snare device. The event occurred in (B)(6).

Manufacturer narrative:
The weight of the pt was not obtained; the distributor indicated that the weight was not recorded. From the information that was obtained, it was concluded that because the distal end of the delivery system was in a tight angle, it is possible that the distal/proximal movement of the thumbslide for stent advancement resulted in the distal edge of the delivery system interacting with the proximal end of the tip overmold resulting in high forces on the tip assembly. The device was not returned as the cause of this event is known, therefore, a full investigation was not necessary. A CAPA for these events was opened resulting in a device modification to decrease the rate of these types of events. A 510 (k) for this modification is pending FDA clearance.